Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest continuous glucose monitor (cgm) indication over 401 mg/dl when a cartridge leaked insulin inside the ilet during use with a teflon infusion set on the abdomen and dexcom g7 cgm which the user discovered after feeling unwell while exercising. The issue was described as a cartridge leak involving the reservoir component. Symptoms include headache, lethargy, and fatigue associated with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of the information provided by the user. Investigation of this case revealed findings consistent with leakage related to a seal issue, categorized as a leak or splash, and associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.